Manufacturer narrative:
Additional information: the returned driver shaft was evaluated. The shaft was found fractured towards the proximal/ handle end of the device. The cause cannot be conclusively determined; however, the cause may be attributed to patient hard bone. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2017-00205.

Event description:
It was reported that a driver tip broke and a screw remover stripped while removing a previously implanted screw to address next level disease progression. The procedure was completed using an alternative instrument. There were no reports of patient injury associated with this event. This is report one of two for this event.